Event description:
As reported, a laparoscopic inguinal hernia repair was performed on (B)(6) 2025 using a capsure fixation device. During this procedure, the fasteners failed to fixate and fell into the surgical field. It was then removed from the patient's body and the procedure was completed using the same device. There was no patient injury.

Manufacturer narrative:
As reported, the capsure fixation device failed to fixate and the loose fasteners fell into the surgical site instead of securing the mesh. The evaluation of the device could not reproduce the reported event that the device failed to fixate. The device functioned as intended during simulated use testing, deploying the remaining fasteners with no issues. No manufacturing anomalies found. A review of the manufacturing records was performed and found the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f, the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.